Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunction was identified during the device evaluation: cut pink rubber on the distal end. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope displayed no image on the screen. The issue was found during inspection for use. There were no reports of patient involvement.